Manufacturer narrative:
(B)(4) device not returned. No additional information is available. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal sacrocolpopexy on an unknown date and the mesh was implanted. It was reported that the patient presented with an infection and discharging sinus at the top of the vagina. It was reported that after antibiotics the patient had 2cm of mesh removed.